Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6, h11. A getinge field service engineer (fse) evaluated the unit. The fse replaced the drive manifold assembly. The unit passed all safety and functional tests and was returned to the customer for clinical use.

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) is showing system failure alarm. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.